Manufacturer narrative:
Updated fields - b4, e1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Due to character limitation, below field are added from e1- initial reporter- (B)(6). It was reported that prior to use the cs300 intra aortic balloon pump (iabp) unit had autofill failure alarm. A getinge field service engineer (fse) evaluated the unit and reported that during the evaluation crm drain port tubing detected from crm causing leak and auto fill failure. The fse also stated that the autofill error was due to customer negligence. Fse reattached drain port tubing and corrected customer failure. Unit passed all functional and safety tests per manufacturer specifications. The iabp was then released to the customer. There was no patient involved.

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11. Corrected field : h6 ( component codes ).

Event description:
N/a.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name: (B)(6) hospital) a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) had an auto-fill failure. There was no patient involved.